Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of carboplatin. After an unspecified length of time in use, it was reported that the pt noted his clothing was wet. The therapy was stopped. After the pt showered, the therapy was resumed using the same tubing set. After an unspecified length of time, it was reported that an unspecified volume of medication leaked from the distal y-site. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.